Event description:
The healthcare professional reported that during an angioplasty procedure, the physician released the 4mm x 23mm enterprise 2 (encr402312 / 8946020). The distal markers of the stent opened well, but the two (2) proximal markers were converged and could not expand. The physician then released a second stent (unspecified brand) in the first stent and completed the procedure with the original concomitant microcatheter (unspecified brand). There was no report of any negative impact to the patient.

Manufacturer narrative:
Manufacturer¿s ref. (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). Based on complaint information, the device remains implanted and is thus not available for evaluation. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 8946020. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. The device will not be returned for analysis and therefore, no further investigation can be performed at this time. No determination of causes and possible contributing factors could be made. As a result, the investigation will be closed. The incomplete expansion of the enterprise 2 vascular reconstruction device can potentially lead to thrombosis and/or migration or embolization, resulting in ischemia or infarct. There are clinical and procedural factors, including vessel characteristics, device interaction, and operator technique, that may have contributed to the reported event, rather than the design or manufacture of the device. In this case, the treating physician was required to implant a second stent inside the enterprise 2 stent to open the stent completely and preclude patient harm. Based on this required surgical intervention, this event meets us FDA reporting criteria under 21 cfr 803 with a classification of ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. With the limited information available and without the product available for analysis, the reported issue documented in the complaint could not be confirmed. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be conclusively determined; however, it is possible that circumstances of the procedure and / or device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered later. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.